Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her daughter was hospitalized and due to diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was unknown at the time of incident and current blood glucose was unknown. The customer was treated with insulin drip. The insulin pump will be returned for analysis.